Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient remained asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).